Manufacturer narrative:
The investigation is currently on-going. A supplemental report will be submitted upon completion of the investigation, and availability of conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm, or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) laboratorium, alleged discrepant results between the cobas® liat® assay and a competitor test. Three samples generated positive results for sars-cov-2 with the liat®, but were negative with the competitor test. The three positive results were reported out of the lab. The sensitivity of the competitor test is not known and, therefore, it cannot be determined if these samples may have been near the lod for that assay. Additionally, different assays use different algorithms, and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. Samples 1 and 2 have stronger amplification and earlier cts, which would be expected to repeat positive by liat® or an assay with similar sensitivity. Sample 3 has a late CT and weak amplification, consistent with a sample near the limit of detection (lod) for the liat® test. There is no indication of harm or injury. Investigation is on-going. A separate MDR will be filed for each patient (3 mdrs).

Manufacturer narrative:
Through the course of the investigation, which included a review of qc kit release data and manufacturing records, no product problem was identified. The issue appears to be related to low target concentration or possible contamination. It cannot be determined if these samples may have been near the lod for that assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. (B)(4).